Event description:
A report was received that a patient was explanted, due to a suspected infection at the pocket site. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.